Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the implant of an intraocular lens (iol), the integrity of the lens could not be verified. Exchange was medically necessary. Additional information was provided that the iol was to be repositioned one day following the initial procedure. During the reposition procedure, the haptic was damaged. The lens was then exchanged. Additional information was requested.